Manufacturer narrative:
The event of allergic reaction/hypersensitivity is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. Reason for reoperation: allergic reaction/hypersensitivity.

Event description:
Patient reported left side "shortness of breath", "presented allergy", fibromyalgia, arthritis-rheumatoid, "feeling bad because of the size-too large", "explanted devices withered", "change in hemogram (low platelets)". The device has been explanted. The events of shortness of breath, fibromyalgia, arthritis-rheumatoid, and "change in hemogram (low platelets)" are not related to the device.